Event description:
Rptr experienced the er1 message "twelve times in the past month". Rptr uses correct technique and uses color comparison chart with the blood glucose result of "between 180-350" mg/dl. Rptr stated he usually retests. Latest retest was a blood glucose value of 288 mg/dl. Rptr does then dose himself based on the results of meter. Rptr states he can tell when his blood glucose is high, he feels "dizzy and tired".